Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports performing cataract surgery with implantation of the crystalens intraocular lens. Postoperatively, the surgeon noted that the lens was malpositioned. Explantation and replacement of the lens is planned. Additional info has been requested.